Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. This code indicates an issue with the device's system board. Device has been evaluated but the components have not been replaced pending customer approval of estimate.